Event description:
It was reported that the patient experienced one infusion set cannula was bent that leads to leakage without an occlusion alarm and high blood glucose event on (B)(6) 2026. The site of insertion was upper buttocks and symptoms were observed within three hours of insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.